Event description:
Pt called lfs and alleged that her meter was reading inaccurately high. The pt obtained a result of 400 mg/dl. She reported no symptoms at the time of testing. She went to the ER and her blood sugar was tested; result was 128 mg/dl. The pt reported a time difference of 10 mins. The comparison on one meter to another is an invalid comparison. The pt also reported that her test strips were damaged. She stated that the were "torn" as the ends. The techniques for applying the blood to the test strips for cleaning the puncture sites were correct. Based on the info provided, there is evidence of a test strip malfunction; however, there is no evidence of a meter malfunction. There is no evidence of the pt suffering a serious injury. A replacement meter and testing supplies are being replaced for the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it, and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.